Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a compromised force sensor system. The customer also reported insulin squirting out during a manual prime. It was also reported the insulin pump's piston continued to move forward after reservoir contact. The customer also reported not hearing any beeps to alarm them. The manual prime was uncompleted. The customer was asked to returned their insulin pump. No additional information provided.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion due to loose and protruded drive support disk. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and scratched case noted during visual inspection.